Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
The customer contacted stryker to report that they were using their device during a patient event and the device got stuck at the "connect electrodes" step. This resulted in a delay in patient care. The patient involved in the reported event is deceased.

Manufacturer narrative:
Corrected data: section 1 adverse event/product problem of the supplemental medwatch report #1 indicates: product problem. Section 1 adverse event/product problem of the supplemental medwatch report #1 should have indicated: adverse event and product problem. Section b2 outcomes attributed to ae of the supplemental medwatch report #1 indicates: blank. Section b2 outcomes attributed to ae of the supplemental medwatch report #1 should have indicated: death. Section h1 type of reportable event of the supplemental medwatch report #1 indicates: malfunction. Section h1 type of reportable event of the supplemental medwatch report #1 should have indicated: death.

Event description:
The customer contacted stryker to report that they were using their device during a patient event and the device got stuck at the "connect electrodes" step. This resulted in a delay in patient care. The patient involved in the reported event is deceased.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that they were using their device during a patient event and the device got stuck at the "connect electrodes" step. This resulted in a delay in patient care. The patient involved in the reported event is deceased.